Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) revealed no anomaly found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the ins never cleared the impedance check during the implant procedure. Troubleshooting included removing and cleaning the lead 4 times, but it never cleared. A new ins was used, and it cleared impedance on the first try. There were no patient symptoms reported; the patient was noted to be healthy.